Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device data showed that this pacemaker was sensing in the atrial chamber while implanted and sensed rates included high prolonged atrial rates. Chronic high atrial rates reduce longevity in devices that are programmed for dual chamber sensing. The standard longevity calculator does not account for increased power consumption associated with additional processing for sensed atrial events, therefore this device failed to meet longevity expectations.

Event description:
It was reported that this pacemaker was explanted for normal battery depletion. There were no allegations from the field regarding the function of the device. No adverse patient effects were reported. A product performance issue was observed during testing performed by our post market quality assurance laboratory.